Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air) on the homechoice (hc) during dwell. The technical service representative (tsr) explained the alarm to the homepatient (hp) and asked if they had disconnected from the hc. The hp stated that they did not disconnect. The tsr assisted to clear the alarm and suggested to start over with new supplies or use manual supplies to finish therapy. On (B)(6) 2010, product surveillance spoke with the patient and she stated she did not disconnect from the unit. She did not see any leaks, loose connections or separations. The patient stated that she continued therapy with manual supplies. The patient stated that she had discarded the supplies and she does not recall the lot number. The patient stated that she is doing well on therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Damaged duckbill, leak test failed without test probe. The analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device exhibited an abdominal air leaked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4).